Event description:
In 2008, the patient reported that the piston rod would not retract during the change cartridge procedure. She changed the battery but the piston rod would not retract. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.